Event description:
It was reported that the patient experienced ineffective therapy/coverage. Reportedly, the lead is fractured. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: d6a - date of implant.

Event description:
Additional information received indicates high impedance was noted and lead fracture was confirmed via imaging. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
A patient experienced ineffective therapy/coverage was reported to abbott. It was also determined the lead had high impedances and imaging confirmed the lead was fractured. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.